Event description:
It was reported that the customer's screen appeared to darken when he was on a screen with words. The customer stated that it formed a rectangular shape, even when there was external light exposure. The customer did not know what led up to the darkened screen. The customer's blood glucose was 120 mg/dl. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with ghosting display during button press due to faulty lcd board. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.